Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the keypad and the labels intact, and the pump in good physical condition. A review of the event history log identified the reported error code in the history. Functional testing duplicated the reported problem. The pump displayed the error code and alarmed. The root cause of the problem was a defective motor. To resolve the problem, the motor was replaced. Initial reporter sent report to FDA is unknown. No information has been provided to date.

Event description:
It was reported that the pump displayed an error code. No additional information is available. No patient injury was reported.